Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis had a failed hard drive and screen was prompting a pop-up menu: "network or hardware error" when log in. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis had a failed hard drive and screen was prompting a pop-up menu: "network or hardware error" when log in. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system had a failed hard drive. A field service engineer was not able to log in, rebooted to the desktop, stopped the sync and maintenance, found the database severely bloated, engaged the technical support center to dial in, had a new database deployed, and performed a data synchronization. The station was brought back to operation and nursing, and pharmacy staff were able to log in, which was verified by data synchronization and a successful nurse login. The system functioned as intended after the technical support specialist troubleshot the issue.